Event description:
It was initially reported that the gdc 10- ultrasoft stretch resistant coil synerg detection circuit was stretched. The pt was fine according to the report. During the analysis it was observed that the gdc main coil separated from the polyethylene terephtalate (pet) joint and not on the detachment zone.